Manufacturer narrative:
Device evaluation of battery back sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the inability to charge or power a monitor is mis-matched cells at 4.588v, 2.705v, and 4.576v. The cause of the mis-matched cells is a broken yellow wire at the cell pca. The root cause of the broken yellow wire cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the damaged battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.